Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that a diagnostic fluoroscopic image was unable to be viewed. No pt death or serious injury was reported related to this event.